Event description:
Hcp reported the "pump site looked infected." The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.

Event description:
Additional info from the hcp reports the pump was to be replaced on12/2001, but the hcp stated the pump site appeared infected and the catheter coiled. The pump and catheter were removed and the pt was treated with oral antibiotics. The infection resolved and there was no drug withdrawal. The pt was implanted with a new pump and catheter on 01/2002. The pt had a risk factor of diabetes.